Event description:
The customer reported that when an attempt is made to zip the left side panel closed, the teeth will not align. This was discovered during use and there was no patient incident or injury that occurred. Inspection of the product found a zipper slider body open on the main access window.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found on the oval canopy, the main access window zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).